Event description:
The device was used during a low anterior resection. Reportedly, the anvil did not tilt. The surgeon was able to remove the device causing tissue loss. The hosp has reported no pt injury occured.